Event description:
Synovitis [synovitis]. Arthroscopy [arthroscopy]. Case description: spontaneous report received on (B)(6) 2010 from an orthopedist regarding a female pt, whose relevant medical history included osteoarthritis. The pt received an unk number of synvisc injections into an unk joint on unk date(s). The synvisc lot number was not provided. On an unk date, the pt presented with synovitis identified by arthroscopy in an unk joint. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.